Event description:
In 2009, a doctor reported that a patient lost a dental implant about two months after the implant placement due to unknown causes. The doctor reported that the patient has had a history of chemo therapy. Additionally, there was localized infection at the site and the patient had poor oral hygiene.